Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed three opening in the anterior, posterior and radius side assessed as surgical damage, side assessed as smooth opening and side assessed as fold flaw opening . Additional observations: crease fold observed on the device. Wear abrasion observed on the device.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.